Manufacturer narrative:
The device was not returned to animas for eval. If the device is returned, an eval will be conducted and the results will be provided in a supplemental report. No conclusions can be made at this time.

Event description:
The pt reported that during a site change two days prior to calling animas, the pump screen went blank during the rewind step. The pt did not hear any alarms or warnings. After changing batteries over the phone, the pump made no noise and nothing appeared on the screen. The battery cap was confirmed to be intact and the yellow o-ring was not visible. The pump did not have any cracks, and the pump threads were intact.